Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted into the patient. It is also reported that the patient underwent a revision/removal on (B)(6) 2013 by (B)(6), md. At (B)(6) hospital. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent trans vaginal removal of exposed synthetic mesh and re approximation of the anterior vaginal wall fascia due to anterior vaginal wall mesh exposure in (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with hysteroscopy, d&c, cystoscopy due to stress incontinence, symptomatic cystocele, irregular uterine bleeding. It was reported that following insertion the patient experienced extrusion, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision/removal on an unknown date due to pain, inflammation and mesh erosion. No additional information was provided.